Event description:
It was reported that during use of the bd pen needle 32x4 la 5b the needle point is damages and dull. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: customer has contacted us to complain about the bd needles ultra-fine nano penta point 4mm said he receives the needles from the city for insulin application 30 units of loose needles per month, said he always received the 5mm and never had any problem, but now they are supplying the 4mm and is having a hard time inserting the skin said who looks blunt and in pain also commented that he bought the novofine 4mm and had no problem. Reuses the needles up to 3 times the rotation but said that it is well oriented in question the application of insulin still advise not to reuse the needles, but reported that the problem occurs when the needle is still new.

Manufacturer narrative:
H.6. Investigation: customer returned (5) open 4mm, 32g pen needles from lot#: 8045594. Customer states that he is having a hard time inserting the skin said who looks blunt and in pain. All returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1, hooked 0.0092, good, sample 2, hooked 0.0091, good, sample 3, good 0.0091, good, sample 4, hooked 0.0092, good, sample 5, good 0.0091, good. Three out of 5 samples exhibited a hooked cannula point. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. Damaged during use or during shielding after use h3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen needle 32x4 la 5b the needle point is damages and dull. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer has contacted us to complain about the bd needles ultra-fine nano penta point 4mm said he receives the needles from the city for insulin application 30 units of loose needles per month, said he always received the 5mm and never had any problem, but now they are supplying the 4mm and is having a hard time inserting the skin said who looks blunt and in pain also commented that he bought the novofine 4mm and had no problem. Reuses the needles up to 3 times the rotation but said that it is well oriented in question the application of insulin still advise not to reuse the needles, but reported that the problem occurs when the needle is still new.